Manufacturer narrative:
The reported field event of sensing noise was confirmed. The device was in reset upon receipt. The pacing lead impedances were found to be out of range. Analysis of the device image showed that the backup mode was caused by a power-on reset (por). The oversensing was caused by intermittent noise which appeared across all channels. Hybrid analysis revealed than the cause of the sensing anomaly was due to an anomalous transistor. The high voltage shock circuitry was not affected by the issue and passed all high voltage manufacturing charge and shock tests.

Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the implantable cardioverter defibrillator exhibited inappropriate defibrillation therapy and over-sensing noise episodes. The implantable cardioverter defibrillator was explanted and replaced. No patient consequences.